Manufacturer narrative:
The glidescope bflex 5.0 bronchoscope used in the procedure was returned to verathon for evaluation. A visual inspection confirmed the tip sheath pebax material had been degraded and had been torn off the distal end of the bronchoscope camera housing. It was noted that the pebax material on the tip sheath could be rubbed off with a gloved hand. Following a similar event at the facility, information about the storage conditions of the bronchoscopes was requested. The current storage conditions were documented by the facility by providing photographs. The current storage conditions suggest that the device may have been stored in direct sunlight with exposure to ultraviolet (uv) light. In an effort to recreate the issue noted on the return samples, device samples were placed in a 405 nm led uv curing chamber for 28 minutes. The material flaking was duplicated following the exposure to the uv light. Verathon continues to investigate the reported event and will submit a supplemental follow up in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 bronchoscope, pieces of the bronchoscope's sheathing came off and fell into the patient's lung. The customer stated that some of the pieces could not be recovered. A delay in the procedure of less than three (3) minutes occurred as a backup bflex was obtained. No harm to the patient or user was reported.